Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "removal of a broken long gamma 4 nail (at the cervical screw) in situ, requiring the fitting of a hip prosthesis. The nail had been fitted on (B)(6) 2025." On 20-mar-2026, additional information received: it was detected via an x-ray of the hip and pelvis in the emergency department. The x-ray was performed on a patient who had been experiencing pain and weakness in the lower limb that had gradually developed over the past 5 days. (The patient had undergone surgery for a transfemoral fracture of the femur in (B)(6) 2025.) A new operation was required to remove the broken nail and implant a hip prosthesis.